Event description:
This is filed to report death it was reported through a research article that from 2013 to 2020, 926 patients underwent a mitraclip procedure. An implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿prognostic value of mitral valve hemodynamic parameters obtained by intraprocedural echocardiography in transcatheter edge-to-edge repair.¿

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported deaths. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Dates estimated attachment: article titled ¿prognostic value of mitral valve hemodynamic parameters obtained by intraprocedural echocardiography in transcatheter edge-to-edge repair.¿